Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pt was not receiving pain relief. The pt was taken to surgery where it was noted that the catheter connector was cracked and disconnected from the pump. The hcp was unable to aspirate the full volume of 27 ccs from the reservoir. A follow-up report will be sent if additional info becomes available to us. See also manufacture's report #: 30042409178-2008-01981.